Manufacturer narrative:
Additional information: the zinger coils were fully separated. Resistance was noted during withdrawal of the device but excessive force was not used. The lead and guidewire were not entrapped together. The procedural approach was via the axillary vein. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: one zinger guidewire was received for analysis. Proximal to the distal joint, the core wire was detached. The detachment caused the coils to unravel and deform. The tip weld was present, and all of the guidewire material was present. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Correction product analysis: the full attain lv lead was returned and analyzed. No anomalies were found. The zinger guidewire was broken, and unraveled. Visual analysis of the lead indicated damage at implant. No distortion of lead conductor was observed. No guidewire coating was observed in the lead conductor. The fragment of the guidewire was able to be removed from the lead coil lumen. The guidewire was damaged during the procedure. No anomalies were found on the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one zinger guidewire and one attain lv lead during a procedure for lead placement in the cardiac resynchronization therapy with a pacemaker (crtp) in the coronary sinus (cs). The lesion was severely tortuous and non-calcified. The zinger guidewire was inspected with no issues. The wire tip was not formed by the physician. The lesion was not pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that it was not possible to get the zinger guidewire to the location for lv lead placement in a small lateral branch of the cs. When the zinger was removed it was noted that the wire was frayed and there was stretched coils. The damage was noted after removal from the patient. The coating was moistened prior to use. The lv lead was not implanted. Conduction system pacing (csp) was done. The patient is alive with no injury.